Manufacturer narrative:
Corrected data: this MDR was submitted in error as there was never an allegation of premature end of life. Instead, the initial report was misinterpreted.

Event description:
Upon further review of the initial report, it was determined that there was never an allegation of premature end of life. Rather, the company representatives who reported that the patient was referred for surgery didn't know why the patient was referred to the surgeon but presumed it was due to eos. It was quickly determined that this referral was due to infection (captured in MFR. Report # 1644487-2018-01656), but it was inadvertently believed by the reporter that the vns had still depleted within a year. Upon follow-up, it was confirmed that the generator had not been depleted at time of the report and there was never an allegation of premature depletion. No further reports will be submitted as the event was confirmed invalid.

Event description:
It was reported that a vns patient¿s generator was at end-of service prematurely as the device had only been implanted for less than a year. The downloaded generator data was reviewed. There were no anomalies noted in the review of the data. Review of the manufacturing records for the generator confirmed the device met specification prior to distribution. Additional relevant information has not been received to-date.